Manufacturer narrative:
H3: third-party service center.

Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center, service required error was observed. The device's system board and oxygen blending module assembly were replaced to address the issue.